Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had button less responsive . Customer¿s blood glucose was unknown at the time of incident. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
To inform that the was incorrect with the initial report. The correct information has been provided with this report.